Manufacturer narrative:
(B)(4). Date sent: 2/9/2024. D4: batch # 590c23. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that one ech60l device was returned with a dent in the nozzle, and with no reload present. After further evaluation, the bulkhead contacts were noted to be damaged. However, the device was tested with a test simulator for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. Based on the information currently available, a product issue was identified during the investigation of the sample received. The damage to the bulkhead contacts and nozzle is potentially related to a manufacturing process. This product issue will be addressed through ethicon endo surgery¿s quality system. Device history review: a manufacturing record evaluation was performed for the finished device batch number 590c23, and no non-conformances were identified.

Event description:
It was reported that during a roux-en-y bypass procedure, on the 3rd fire while surgeon closed down on tissue, they went to fire but got no response from the device. They flipped battery for it to work and complete the procedure with no patient harm.